Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient presented with chest pain and a myocardial infarction which occurred less than 72 hours prior to the procedure. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo, 32x2.5mm, target lesion was located in a mildly tortuous, mildly calcified, left anterior descending artery. Following predilation with a 2.0x20mm maverick balloon, there was 80% residual stenosis. A 3.00x24mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. Resistance was encountered while inserting. It was noted that the stent was stuck and slipped over the balloon. The device was removed from the left internal mammary artery. Upon removal of the device, the shaft kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR: promus element plus ous mr 3.0 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent was fully crimped on the balloon and was not dislodged as per event description. The entire stent was checked for damage and no damage was noted. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The stent outer diameter measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified multiple hypotube kinks noted along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient presented with chest pain and a myocardial infarction which occurred less than 72 hours prior to the procedure. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo, 32x2.5mm, target lesion was located in a mildly tortuous, mildly calcified, left anterior descending artery. Following predilation with a 2.0x20mm maverick balloon, there was 80% residual stenosis. A 3.00x24mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. Resistance was encountered while inserting. It was noted that the stent was stuck and slipped over the balloon. The device was removed from the left internal mammary artery. Upon removal of the device, the shaft kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.